Event description:
The customer reported being in the emergency room due to high blood glucose of 483mg/dl. Troubleshooting was performed. The customer stated that he run a self test while staying at the hospital to make sure the device was functioning. The customer was throwing up multiple times before his admission. The caller stated that the doctor believes the diabetes ketoacidosis was due the uncontrollable vomiting, and his blood glucose was treated with saline drip because he was dehydrated. The time, date, and bolus wizard were correct. Performed the high pressure test and passed. The customer mentioned that he uses the belly for his insertion site and had gained weight. Advised the caller other areas for insertion. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.